Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy procedure, the button of the handswitch did not return after being pressed. Another device was used to continue. There was no harm to the patient.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 06/20/2016. Date of follow-up report (1): 07/28/2016. Date of follow-up report (2): 08/26/2015. Subsequent to the completion of an engineering evaluation, a trend was identified related to the assembly issue previously reported.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the rocker switch would intermittently stick in the coag mode, causing the device to continue activating after the switch was released. Two possible root causes were identified. The gate vestige on the rocker could have created interference between the rocker and the handle body opening. The second possibility is tolerance stack up between the handle bodies and the rocker width specification. A tight fit between the handle body and the rocker could re-create the condition reported if the device is held with a heavy grip. No trend has been identified for this failure mode. Review of the manufacturing non-conformance records did not identify any pertinent entries. The lot was released meeting specifications.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 06/20/2016. Date of follow-up report: 07/28/2016. Date of follow-up report: 08/26/2016. Date of follow-up report: 01/13/2017. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.